Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic endometrial resection of fibroid procedure, the loop wire at the distal end of the hf resection electrode broke off and fell into the patient. However, no fragment remained inside the patient since it was reportedly retrieved by curettage of the uterus. No further information was provided.

Manufacturer narrative:
Corrected data: d4 - lot number; d4 - expiration date; h4 - device manufacturer date; device evaluation: the suspect medical device was not returned to olympus for evaluation/investigation since it was reportedly discarded by the user facility. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, the reported phenomenon is most likely attributable to wear and tear since the loop wire at the distal end of the hf resection electrode may wear out during use and may break, burn or melt. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. Instead, the manufacturing and quality control review was performed for the last 24 months of production without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported phenomenon will be recorded for trending and surveillance purposes.